Event description:
It was reported that there were three endeavor stents implanted in the pt, one mid lad (3.0 x 15mm stent, second proximal rca 2.75 x 30mm stent, (MFR report# 2953200-2008-00438), third stent distal rca 3.0 x 18mm stent, (MFR report# 2953200-2008-00439). The pt was asymptomatic at both 30 day & 6 month follow-up. Six months post stenting procedure the pt suffered a spontaneous gastro-intestinal bleed. There was no hemodynamic compromise reported, however the pt received a transfusion (prbc 3 units). The investigator reported that the event was related to the stents or stenting procedure. It was reported that the day following the gastro-intestinal bleed the pt required revascularization due to restenosis/occlusion previous ptca. It was also reported that balloon revascularization was performed in the proximal rca, mid rca and mid lad. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval, results and conclusions: (lack of info). Required secondary intervention.